Event description:
The recipient reportedly elected revision surgery for an MRI. The recipient is a non-user of the device. The recipient's device was explanted. The recipient will not be reimplanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain recipient status were unsuccessful. This is the final report.

Manufacturer narrative:
The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed the electrical tests performed. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report.